Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery because the device failed to inflate due to fluid loss. Upon explant, it was noted that the reservoir was empty. All the components were removed and replaced. No patient complications were reported.